Event description:
It was reported by the sales consultant: during a procedure on an unknown date, the drill bit coupling piece broke off. The event occurred when surgeon was using a 17mm drill bit to open the proximal femur, utilizing a competitor¿s chuck, instead of a synthes large adaptor. The surgeon was able to complete the procedure utilizing a smaller size drill bit and reaming the proximal femur to the appropriate size. It was also reported there was no adverse event to patient or surgeon. This report is for a 17.0mm cannulated drill bit large qc/300mm. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) reports the following: orchid unique manufactured the 17mm cannulated drill bit large qc/300mm, p/n 357.394, and lot number uq55815. The supplier's certificate of compliance (dated february 28, 2006) indicates the parts were manufactured to p/n 357.394 and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number 357ip394, revision 'a' (completed march 7, 2006). There were no mrr's, ncr's, or complaint related issues with this complaint.